Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported "capsular contracture baker grade iii ". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii ". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported right side capsular contracture, baker grade iii (confirmed by physician). The device has been explanted.